Event description:
Event involved skull head holder and base unit. Pt. Had cervical stenosis. Pt was scheduled for c5-6 laminectomy, left c5-6 and left c5-7 foraminotomies. During pre-operative safety check equipment found to be functioning properly. When positioning the patient the head holder malfunctioned and the case was aborted.

Manufacturer narrative:
(B)(4). "This MDR was previously submitted within the 30 day time frame bearing the registration number of cardinal health in error due to a reporting software discrepancy. Carefusion has been advised by (B)(6) on (B)(6) 2011, to resubmit the MDR bearing carefusion's registration number and to include this verbiage within the report, as well as within carefusion's complaint management software." The (B)(4) lot code was (B)(4) 2010 (l10). A device history review was conducted with no issues noted. The returned samples ((B)(4)) were subjected to a detailed analysis performed jointly by process and design engineering, quality and production personnel. The analysis consisted of functional (mating thread confirmation) and visual assessments specifically with respect to the integrity of the threaded joints. Upon review of the returned parts, the swivel adapter ((B)(4)) was deemed to be functional with normal thread condition. The skull clamp ((B)(4)) demonstrated thread damage to the heli-coil in the center position. This resulted in the instrument not functioning properly, given that this location could not be fully tightened due to the thread damage. The other thread positions on the device were in normal condition with no evidence of damage. Upon further review of the threads, it was determined that the most probable root cause for the damage was incorrect assembly during setup at the point of use by the user (cross-threading or mis-alignment when engaging the threads). The instructions for use of the spetzler headrest system includes detailed information on how to assemble the (B)(4) skull clamp, the swivel adapter ((B)(4)), as well as other components that may be assembled during setup by the user. Instructions for pre-use checks and how to use the instruments are detailed. Furthermore, the warnings section of the instructions for use states that "prior to use, all instruments should be inspected to insure proper function and condition." An inspection for condition prior to use could reasonably be expected to identify thread damage which was identified visually without magnification during the investigation of the returned sample. The root cause was determined to be misuse by the customer. -